Manufacturer narrative:
Philips service replaced the geopc and reinstalled the os and application. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the machine failed to switch on due to a defective geopc on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.